Manufacturer narrative:
The customer microtest results were provided and noted below : according to the following results, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. First test- sampling date: (B)(6) 2023 sampling from: all channels colony forming unit (cfu): cfu: 3 cfu bacterial identification: enterobacter cloacae second test- sampling date: (B)(6) 2023, noted-on (B)(6) 2024 no growth after 48 hours incubation. Sampling from: all channels cfu: 2cfu bacterial identification: enterobacter spp. Third test- sampling date: (B)(6) 2023 sampling from: all channels cfu: 8cfu bacterial identification: enterobacter cloacae additional information provided : customer through follow up information via device related positive test questionnaire provided the following information: there is no suspected patient infection. There has been no deviations or deficiencies or concerns in reprocessing . Additionally, customer noted that device was disinfected in accordance with guidelines outlined in as/nzs 4187:2014 prior to return to olympus service repair for evaluation. All channels were flushed with 70% alcohol and air dried (drying cabinet used ) and device passed leak test. Service repair evaluated the device and the following information were noted: assessment -scope connector is leaking -universal cord is leaking -angualtion knobs are leaking -bending angle does not meet specification -light guide lens is chipped or cracked -a rubber adhesive is detached, chipped, cracked, or has a burr -universal cord is buckled or wrinkled -number of uses: 1707 the following repairs are recommended to address the assessment findings and return the equipment to manufacturer specification. Distal end replacement . Angle drive rebuild. Light guide tube replacement . Light guide connector replacement . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that the loaner scope had 3 (three) positive microtest results. The issue was found during reprocessing. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number' and g2 fields were updated based on information available at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed as the scope was not microbiologically tested. A root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."  Olympus will continue to monitor field performance for this device.